Event description:
A caller reported encountering a cgm error 42 related to their continuous glucose monitor sensor. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who provided detailed instructions for a pump reset. After following the guidance, the caller was able to successfully start a new sensor session, resolving the issue without further complications.